Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of solid screwdriver, t6 had twisted. Functional test was not performed due to the damage to the distal tip. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the inserter within the screw during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/14/2025, it was reported by a sales representative via (B)(4) that an ar-18800-04 driver shaft and an ar-18800-05 solid screwdriver were torqued. This was discovered during the case with no patient harm.